Event description:
It was reported that following a fall, the patient's lead exhibited high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2022 wherein the lead was explanted to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection revealed all the wires were found fractured that would cause the high impedance. The damage is consistent with the overstress conditions or sudden event the lead was subjected while in vivo.